Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that towards the end of a difficult harvest endoscopic vein harvesting procedure the vasoview hemopro 2, the tips of the jaws 'broke down' during use. The heating element stopped working several times. There was no energy going to the jaws. The user doesn't believe the device was 'on' for the 14 seconds at any time. There was no patient injury. After waiting for it to reset several times, another vh-4000 kit was opened to complete the procedure without further incident.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The lot # 25161441 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/20/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the heater wire. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the tips of the cold and hot jaw was observed to be peeled back, exposing the metal portion of the jaws. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). No temperature and resistence testing was conducted due to the damage of the heater wire. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed but was confirmed for the analyzed failures "material twisted/ bent wire" and "peeled jaw".

Event description:
N/a